Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4) . Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous an moderately calcified left posterior tibial artery (pta). After a non-bsc guide wire crossed the lesion, a 1.2mmx15mmx142cm emerge¿ (fg coyote fc mr, (B)(4)) balloon catheter was advanced for dilatation. However, during the first inflation at 2 atmospheres for 3 seconds, the balloon ruptured. Dilatation was successfully performed with a 1.5mmx20mm coyote es balloon catheter, followed by plain old balloon angioplasty using a size up balloon catheter and the procedure was completed. No patient complications were reported.